Manufacturer narrative:
A ge representative evaluated the system and could not produce the reported problem. The system operates as intended.

Event description:
It was reported that the system would not produce an image. No pt injury was reported.